Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger was found to have detached during patient use. The reporter stated that "3 b lines with spiros attached, spiros became detached, unsure if spiros issue or b line issue (recorded in both areas)". There was no patient harm reported.